Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states; "rn was initiating IV medication through alaris pump and channel in bright red started alarming on the pump. Event was not associated with administration of ivp meds. Tubing has "bubble" directly above where it enters tubing."